Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Consumer's wife alleges her husband fell out of the chair and hit his head.

Event description:
Consumer's wife alleges her husband fell out of the chair and hit his head.

Manufacturer narrative:
The device was returned and evaluated. There was nothing physically or operationally defective with the lift chair that could be attributed to the alleged fall. - attachment: [5392 rpe signed.pdf].